Event description:
No additional information was received.

Manufacturer narrative:
Investigation conclusion: three radiographic images were provided for review. They are not labeled as to date or time. The review of the images is as follows: (B)(6): left ica dsa, ap, subtracted, with contrast, arterial phase. There is a small left mca aneurysm that measures about 4-5 mm. (B)(6): ap single shot skull radiograph, unsubtracted, no contrast. A detached web is seen in the mca aneurysm. A microcatheter tip is in the proximal left m1 mca. A microguidewire has been navigated into the left inferior m2 division, past the web, which was described in the event report as impinging on the origin of that vessel. (B)(6): ap oblique 3d dsa of left ica, "cellophane" transparent rendition. The previously described left mca aneurysm is seen. It is multilobulated. These images do not explain why the web was difficult to detach. The investigation of the returned web system found the implant separated from the delivery system, the pusher kinked at the hypotube and proximal connector, and the heater coil windings stretched. The implant was not returned for evaluation as it was eventually detached as described in the reported event. The device failed continuity and resistance testing due to the damaged pusher and heater coil windings. However, the heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the pusher and heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event.

Event description:
It was reported that the web device was used to treat an aneurysm located at mca bifurcation with inferior aspect of the aneurysm neck interacting with inferior m2 branch. The device was prepped and pretested with a wdc2 detachment controller prior to implantation. A wire and a balloon were positioned distal to the aneurysm in the m2 branch, in the event of necessity to stent. The web device was successfully deployed in the aneurysm, without resheathing attempts. The device detached with slight tension on pusher wire to avoid delayed detachment. The proximal marker flicked away indicating detachment. However, when the pusher wire was lightly pulled back under fluoroscopy the web was found to be moving. Multiple unsuccessful detach attempts were made with two detachment controllers and the microcatheter was moved into different positions with an unsuccessful detachment. Then a torque device was applied to the back of the pusher wire with multiple attempts at torquing to detach the device unsuccessfully. Ultimately, the microcatheter was loaded against the device and the web delivery pusher was forcefully pulled back and the web detached with slight change of position. Dilute vaso CT scan was completed indicating the web encroachment on inferior m2 requiring stenting. No patient harm or injury was reported.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted and therefore not available for return and investigation by the manufacturer. However, imaging was provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.